Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was conducted on part# 314.463, lot# a4jt387: release to warehouse date: (B)(6) 1999, manufactured by (B)(4): no non-conformance reports (ncrs) were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, while performing an unknown procedure on (B)(6) 2016, the surgeon was implanting a 3.0mm cannulated screw using a cannulated cruciform screwdriver and two of the four blades broke off. It is unknown if the blades fell into the patient, but they were easily retrieved without any additional medical intervention. There was an alternate device readily available from a second set. It is unknown how long the screwdriver has been in use, but has been in the field for at least one year. There was a surgical delay of two (2) ¿ three (3) minutes due to switching out the malfunctioned device to an alternate device. Surgery was completed successfully with no harm to the patient. Concomitant device reported: unknown 3.0mm cannulated screw (part # unknown, lot # unknown, quantity-1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the cruciform screwdriver (part number 314.463, lot number a4jt387). The subject device was returned with the complaint condition stating the returned screwdriver is confirmed to have two broken blades at the distal tip. The screwdriver shaft shows signs of minor surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No non-conformance records (ncrs) were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is likely related to excessive torque on the screwdriver tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.